Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5174016, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 24630773, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an infection due to midline incision wound was not healing. No symptoms were reported other than an exposed lead. The physician believed that the infection was procedure related. The patient underwent a revision procedure wherein the leads and anchor were removed. The patient was placed on antibiotics and was doing well postoperatively.